Event description:
The customer reported one discrepant troponin I (access accutnl+3) result, for one patient, involving the unicel dxi 800 access immunoassay system. An initial result of 2.64 ng/ml was obtained but was not released out of the laboratory. The sample was retested and a lower result of 0.00 ng/ml was obtained. The customer then reanalyzed the sample, on an alternate unicel dxi 800 system, and obtained a result of 0.00 ng/ml, within the normal reference range. There was no patient impact associated with this event. The patient's sample was collected in a 12x75 mm lithium heparin gel tube and centrifuged at 5,000 rpm (rotations per minute) for eight minutes, at room temperature. The sample was less than one hour following collection and stored at room temperature. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) inspected all the pipettors, verified alignments, and made minor needed adjustments. The fse noted all the pipettors were within specifications. The fse removed the pump assembly for pipettor #4 and inspected components for wear. The fse replaced the valve rotor and cleaned the valve assembly. The fse cleaned the wash pumps and valves, replaced the duckbill, tightened the wash tank fitting and cleaned the wash buffer tank. The fse performed a passing precision test for all pipettors. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is due to a worn valve rotor for pipettor #4.